Manufacturer narrative:
It was reported that the head section of the bed is not going up and down and the head button on the remote does not work. It was further reported that the issue was identified while attempting to raise the head section of the bed. Also reported that the foot section remained functional. Additionally, it was reported that a piece of plastic had fractured off from underneath the bed. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
The head section of the bed is not going up and down and the head button on the remote does not work.